Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that on most proximal stent struts rows up to mid-section of the stent, stent struts were stretched, lifted and bunched. Stent struts were also noted to be overlapping. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. After pre-dilation using a 2.5 x 15mm non-bsc balloon catheter, a 2.50 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another 2.5x38mm synergy stent. No patient complications were reported. However, returned device analysis revealed stent damage.